Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) there was a hole in the catheter. There was no report of patient impact. The following information was provided by the initial reporter: went to flush IV and there was noted to be a hole where the hub of the catheter and catheter meet. IV was not functional and therefore patient had to receive additional poke to successfully place an IV.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) there was a hole in the catheter. There was no report of patient impact. The following information was provided by the initial reporter: went to flush IV and there was noted to be a hole where the hub of the catheter and catheter meet. IV was not functional and therefore patient had to receive additional poke to successfully place an IV.